Manufacturer narrative:
Source link/citation: zhang, f.-f., thapa, m., zou, h.-y., yao, j.-b., chen, p.-b., wu, p., ji, z.-y., xu, s.-c., wang, x., shi, h.-z., wang, c.-l. (2025). Optical coherence tomography evaluation of vessel wall microstructure before and after endovascular stent treatment for intracranial vertebrobasilar atherosclerotic stenosis. Quantitative imaging in medicine and surgery, 15(6), 5520¿5533. Https://doi.org/10.21037/qims-2024-2487 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Zhang, f.-f., thapa, m., zou, h.-y., yao, j.-b., chen, p.-b., wu, p., ji, z.-y., xu, s.-c., wang, x., shi, h.-z., wang, c.-l. (2025). Optical coherence tomography evaluation of vessel wall microstructure before and after endovascular stent treatment for intracranial vertebrobasilar atherosclerotic stenosis. Quantitative imaging in medicine and surgery, 15(6), 5520¿5533. Https://doi.org /10.21037/qims-2024-2487 literature was reviewed regarding the use of optical coherence tomography to evaluate intracranial vertebrobasilar artery stenosis b efore and after endovascular stent treatment. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: 6 f or 8 f navien guide catheter and echelon-10 microcatheter. No death occurred in the study population. Among all patients, adverse events included: plaque prolapse (n = 6), thrombus prolapse (white thrombus) (n = 6), stent thrombosis (white thrombus) (n = 2), vessel dissection (n = 1), 1 patient with bilateral left gaze, dizziness, and multiple punctate infarcts believed to have been caused by plaque detachment and embolization. No further information was provided pertaining to medtronic products.